Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03858. Investigation is ongoing.

Event description:
As reported, during a tf tavr case in a patient with a calcified/tortuous access. A 16f dilator was inserted over a lunderquist wire and exchanged for 14f esheath. The sheath tip appeared split under fluoro and was difficult to advance into the distal aorta. The team removed the 14f esheath and inserted 18f dilator. A new 14f esheath was advanced easier but the seam appeared to split while advancing through the common iliac. Resistance was noted while advancing the valve and delivery system. The team panned down and saw the delivery system had kinked and while trying to retrieve the valve, delivery system, and sheath a strut of the sapien 3 valve was sticking out sideways. The valve strut was imbedded in the vessel intima and the team was unable to remove without tearing the vessel. They cutdown and exposed the vessel and had proximal and distal control so they could pull the valve out. Vascular was consulted and a cutdown to remove the devices was performed. A dacron graft anastomosed to common iliac and common femoral artery with good result. The patient lost 250cc blood during the vascular repair. A second set of devices was inserted through the dacron graft and valve deployed with good result. The patient left or in stable condition. Additional information was received from the hospital. The team did not cut the device to remove it during the vascular surgery procedure. After they had cut down and had control of the artery, they pulled until it came out. The distal tip of the delivery system separated and the delivery system balloon tore in the process.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any other complaints relating to these same complaint codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided for review. Tortuosity was present in the patient's vasculature. The valve was observed crimped on the torn inflation balloon of the delivery system. The patient's vessel was attached on the inflation balloon. The delivery system with stretched balloon spring was seen still within the sheath. There was no visible kink seen on the delivery system. The IFU, device preparation manual, and device procedure manual were reviewed. During delivery system insertion through the sheath, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). No product non-conformance was identified during the evaluation. In this case, the material separation occurred during delivery system withdrawal and resulted in surgical intervention. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The withdrawal difficulty, balloon tear, and distal tip separation were confirmed based on evaluation of returned imagery. However, the delivery system kink was unable to be confirmed from returned imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the DHR, lot history, manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. Per the complaint description, ''patient with a calcified/tortuous access ... The valve strut was imbedded in the vessel intima and the team was unable to remove without tearing the vessel''. Per the returned imagery provided, tortuosity was seen in the access vessel. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery with crimped valve to catching onto the sheath tip. As a result, it is possible that excessive manipulation was used to overcome the felt resistance, leading to the tearing of the inflation balloon to crimp balloon bond and subsequent stretching of the balloon spring and detachment of the distal tip, nose tip component from the delivery system. Additionally, per complaint description, ''the sheath tip appeared split, in the clear liner of the tip, under fluoro and was difficult to advance into the distal aorta... Resistance was noted while advancing the valve and delivery system. The team panned down and saw the delivery system had kinked and while trying to retrieve the valve, delivery system, and sheath a strut of the sapien 3 ultra valve was sticking out sideways''. It is possible during the advancement of the delivery system through tortuous anatomy, excessive manipulation was also used to overcome insertion forces and lead to the reported kinking of the device. As such available information suggests that patient factors (tortuosity) and procedural factors (non-coaxial withdrawal, excessive manipulation, withdrawal of torn balloon) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.